Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that only every third infusion set would work. The patient's blood glucose was 506 mg/dl this morning despite changing her infusion set last night. The patient bolused but the device alarmed no delivery, but she cleared the alarm and then performed a successful bolus. The customer has also treated some of her high blood glucose values via manual insulin injection. The customer experienced nausea as a result of the high blood glucose. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. However, the customer mentioned having a bent cannula with a prior set. The customer declined to check their settings. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.